Event description:
A customer observed that the ortho provue analyzer was not dispensing proper volumes. If the pipettor delivers the incorrect volume of red cell/plasma/diluent, it may lead to erroneous test results. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed leaking behind the syringe and a build-up of crystals. The field engineer replaced the syringe. Post-service qc results were acceptable. Repairs have returned the analyzer to expected operation. The root cause of the event was instrument related.